Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) via a patient regarding an external device. . The reason for call was caller stated that on 27-may-2024, patient received system problem message with 1-intellis, 2-3.6, 3-58, 4 qf_new. A few days ago, patient started having issues when recharging the ins, where the controller would suddenly lose connection and show "no device found". Caller stated patient has reset the controller in the past and today, caller re-paired the controller to the ins but when charging the ins, they witnessed the same behavior in which the ins was charging with excellent connection and then suddenly showed "no device found". Caller mentioned that patient had recharger replaced recently. Tss was unsure which component may be the issue but caller had another recharger they were going to loan the patient and see if that resolved the issue at all. Patient's ins was currently at 100% so they weren't able to do further recharging troubleshooting on the call. Caller also reported that for about the last month, patient has noticed the ins/pocket site shifting a little bit and they've notified their np about this. The issue was not resolved through troubleshooting. Tss sent email to caller and reviewed to respond to the email later this week with an update on the recharging situation. Tss reviewed, if needed, a replacement component can be sent later this week.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that there have been no actions or interventions taken other than the healthcare provider (hcp) being notified. It¿s not been resolved it there are no actions planned as of now. The information was confirmed with a physician/account.